Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2012. The patient had a valgus knee of about 15 degrees and upon cutting the tibial it appeared the tibial signature guide made cuts for a varus knee. Traditional instrumentation was used to finish the procedure, however the event caused a delay of over thirty minutes.

Manufacturer narrative:
Evaluation of the reported issue was limited to planning and procedures as no product was returned. Supplier review of planning and procedures found no evidence of product non-conformances.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.